Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration results of the investigation has concluded in an update that is provided in this follow-up report. The material number has been updated.